Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The balloon refold issues were able to be confirmed. The difficulties removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was in the left main (lm) with moderate calcification, no tortuosity and 50 to 70% stenosis. The 3.5 x 28 mm xience prime stent was deployed with 2 inflations at 18 atmospheres (atm) for a total time of 30 seconds. After deployment, the stent delivery system (sds) balloon was difficult to retract, as resistance was felt during the attempt to enter the non-abbott 6 french guiding catheter. The guiding catheter and the sds were removed as one unit. The sds balloon was observed to be flat and badly refolded. The procedure was completed with a dilatation at the lm with a non-abbott balloon distally to the xience prime stent. Timi 3 flow was noted after treatment. No adverse patient consequence was reported. There was no clinically significant delay of procedure reported. No additional information was provided.